Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not power on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme verified the power to the power supply was good, but the power liquid crystal display (lcd) did not illuminate when the power was connected. The rse advised replacement of the power supply. The customer bme confirmed the issue was resolved with replacement of the power supply. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.